Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer states during priming, the pressure of the pump was very high and when lowering it, the pressure would not change and remained at the highest pressure setting.